Event description:
Report received from (B)(4) stating that there was debris inside the sterile packaging. The device was not being used in surgery. There was no injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "debris in sterile package" was not confirmed. Inspection acceptance criteria are "no loose foreign material when inspected at 1x magnification." No lfm could be found on device when inspected at 10x magnification. Also, the package is in good condition with no defects of the peelable or terminal seal. If additional information is received, a supplemental report will be sent. Ref: (B)(4).